Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The customer called to report that the 4mm needles purchased from the online store. The needles was found to be clogged when exhaust airout, and no liquid flow out. They were four injections a day and not reused. The customer was unable to provide material code and lot number information. Call center contacted the customer again to confirm the product information, but the customer did not answer calls. Sample availability: unknown. Sample availability details: unknown.